Event description:
Event description guidant received information that this non-advisory implantable cardioverter defibrillator (ICD) was emitting tones and reached end of life (eol) on 05/17/06 at 11:31 due to a charge time greater than 30.2 seconds. It was reported by the clinician that at the last follow up, one month ago, the monitoring voltage was 2.80 v at middle of life 2 (mol2) and the charge time was 16.6 sec. The last automatic capacitor reformation was diverted on 5/17/06 due to the long charge time. The clinician stated that the patient had not had any recent medical procedures. Two manual capacitor reforms were done and both had charge times of 31 seconds. A guidant technical services representative discussed replacing the device and considering the patient unprotected.